Manufacturer narrative:
Eval of the returned device, reportedly the subject of this alleged event, found the device to be in two pieces and torn at both ends. Edges appear sharp. The device was implanted for 69.1 weeks. There was no known trauma. It was reported by the physician that the cause of the fracture is unknown. The noted damage to the device is not MFR related and possibly occurred intraoperatively or as a result of post operative handling. However, the exact cause of the alleged event is unknown.

Event description:
Custom device was allegedly fractured/torn.